Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was ¿22¿ the erv was ¿12¿ (later it was reported that the erv was 12ml and the arv was 16mls, but the caller had not been certain of the exact figures). The date of the refill was unknown but it was thought that it was the first refill following the pump implant. It was reported that the pain relief was not as good as the trial, there was a lack of efficacy (it was unknown when this event started). A myelogram was attempted earlier on the day of report but they were unable to do it, as they could not clear the catheter. It was later reported that the manufacture representative was going to be meeting with the healthcare provider the morning of (B)(6) 2014. The cause of the discrepancy had not yet been determined. The affected pump/catheter was going to be replaced on (B)(6) 2014. As of (B)(6) 2014,the patient was not receiving effective therapy. During the replacement it was determined that the catheter was physically broken about 1 inch past the sutureless connector; the rest of the catheter was twirled or coiled up ¿like a rats nest¿ until the anchor location. The catheter from the anchor to the spine was still intact. It was noted that they were replacing only the catheter at the time of report. A new catheter was placed with 19cm removed and primed to ¿.210ml.¿ it was planned to decrease the dose with the physician since the patient had not been getting medications. The pump system was delivering clonidine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n440212, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).